Event description:
It was reported that prior to use but with a patient in the operating room, both arm cart assembly's (aca) suffered some calibration errors and then a communication error. The issue was resolved by rebooting the arms which allowed the surgery to continue. There was a 10 minute delay. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes state that brake regeneration was performed on the brakes of setup arm joint 4 (sa j4) axis to resolve the issue. Evaluation of the device data indicates occurrence of an error code ¿sa self test failure: sa_j4 friction brake torque test¿. To recover from this error the user should retry calibration and restart the arm. Evaluation of the arm cart assembly noted no abnormalities associated with the reported condition of non-recoverable error. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Evaluation of the arm cart assembly confirmed the reported condition of calibration error. The root cause of brake torque failures during calibration was determined to be a degradation in the holding force of the brakes resulting in brake self-test failures caused by contamination of the brake pads and brake discs by grease/oil from a bearing located close to the brakes. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use but with a patient in the operating room, the arm cart assembly (aca sn: (B)(6) suffered some calibration errors and then a communication error. The issue was resolved by rebooting the arm which allowed the surgery to continue. There was a 10 minute delay. There was no patient involvement.